Manufacturer narrative:
An investigation is currently underway. A f/u report will be filed upon it's completion.

Event description:
It was reported to tyco healthcare/kendall on 08/02/2006, that customer had a problem with a dialysis catheter. On 09/18/2006, add'l info was rec'd, at which time it was determined to be a MDR reportable event. The customer states the adaptor broke during the 2nd or 3rd dialysis. The device was removed and replaced.